Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ipg was not used and was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the physician had difficulty with the set screw at the header when trying to insert the right ventricular (rv) lead. It was noted the set screw was out of line and subsequently the screw would not engage and the lead could not be securely inserted. It was noted the physician attempted to re-insert the screw driver and attempted to re-engage at the header.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the header set screw of an implantable pulse generator (ipg) during the implant procedure. No information is available on the device status. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.